Event description:
It was reported during surgery, at the time of inserting two (2) screws in the fibula plate, the screws broke at the "neck level" of the screw. A portion of both screws remained in the patient as it could not be removed. No other adverse patient consequences were reported.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were noted. The reported plate was not returned for evaluation. Based on the information received and the investigation performed, the root cause could not be determined.